Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Additionally, it was reported that an unexpected reset occurred. The customer's blood glucose was 313 mg/dl. The customer continued to use the pump for insulin therapy.